Event description:
Five patients with zero results for multiple assays that repeated with normal values. The assays involved were blood urea nitrogen, albumin, bicarbonate, glucose, and total protein. The operator was unable to provide any further info regarding the specific patients affected with respect to assays run on each patient or repeat values. Erroneous results were not reported. The field service rep determined a defective sample lld board to be the cause and replaced the lld board. He also noted he replaced probe, cells and lamp. Performance tests performed which were within specification.